Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was not confirmed. The reported difficult to advance/position could not be tested due to the condition of the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. A conclusive cause for the reported difficulties could not be determined; however, stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, patient morphology, condition of the guide wire, interaction with accessory devices, damage to the catheter or accumulation of blood or contrast. In this case, it is possible that the device may have interacted with accessory devices (guide catheter) during advancement, contributing to the reported difficult to advance/position. Further interaction with the heavily calcified, heavily tortuous lesion during advancement may have contributed to the reported failure to advance, ultimately causing the observed material deformation (stretched and bent struts) on the distal end of the stent implant; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification and heavy tortuosity. The 4.0x23mm xience skypoint stent delivery system (sds) had resistance with the guide catheter and failed to advance to the lesion when the stent was noted to have moved but remains tightly crimped. Another device was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. Although the reported stent dislodgement was not confirmed, it is likely the account was referring to the observed material deformation (stretched and bent struts) on the distal end of the stent implant. The reported difficult to advance/position could not be tested due to the condition of the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely that the device interacted with accessory devices (guide catheter) during advancement, as resistance was noted, contributing to the reported difficult to advance/position. Further interaction with the heavily calcified, heavily tortuous lesion during advancement likely contributed to the reported failure to advance, ultimately causing the observed material deformation (stretched and bent struts) on the distal end of the stent implant. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Correction: h6: investigation conclusions code 4315 removed; 4307 added. H11: additional mfg narrative updated.